Event description:
It was reported during reprogramming the sjm representative was unable to provide coverage to the desired pain areas. Reportedly, the physician prescribed the patient a steroid pack and valiums in efforts to reduce swelling and improve coverage. Follow-up identified surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed per previous update the patient will continue to use the system occasionally for relief of left shoulder pain and no intervention is planned.